Event description:
Information was received from a healthcare professional for a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced walking deterioration since the ins was implanted. Interrogation of the device and device data on (B)(6) 2014 indicated that the neurostimulator settings were different from the surgery and that the intensity of the new ins was too high since surgery. The patient was reprogrammed on (B)(6) 2014 and also on (B)(6) 2015. The etiology was related to the device/therapy and not related to the implant procedure. The results of an examination on (B)(6) 2015 specified a walking problem with muscle stiffness and the patient was reprogrammed. The event resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
Update coding per recent changes to FDA coding guidance. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which updated the date of resolution, without sequelae, to 2016-jan-18.